Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Approximately three years later an endurant cuff was implanted (unknown cause). Aneurysm and vessel morphology at the time of implant is unknown. It was reported that during a follow up visit a type iii endoleak (separation) was identified coming from the main body at the gate area. The patient received additional treatment where additional endurant devices were implanted and the type iii endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Cause is unknown. Conclusion: cause is unknown.